Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on the 13th february 2014 and performed to specification up to and including the last log entry on the 29th november 2015. During this time manual power ups are recorded and temperatures recorded are below the recommended minimum stand-by temperature. The device failed a self-test due to a low battery on the 20th december 2015. The returned pad-pak was inserted into the device and the device failed to power on. The red status led was visible while emitting a failure chirp. This would confirm the reported fault. The test pad-pak was inserted in to the device and power cycled. The device failed to power off using the on/off button. This indicates a fault. A successful test shock was delivered during the testing with an acceptable measurement being recorded. Investigation found the reported fault can be attributed to membrane failure due to corrosion resulting in the device switching on automatically upon insertion of a pad-pak and multiple manual power ups of ten minutes duration recorded within the history log. Corrosion found resulted in damage to the microprocessor. The returned pad-pak was depleted beyond any use and is likely due to the corrosion on the membrane tail which would have led to an excess current drain and premature depletion of the pad-pak. The corrosion indicates exposure to adverse conditions.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator flashing.